Manufacturer narrative:
The sapien 3 ultra valve and commander delivery system were returned to edwards for evaluation. Visual inspection revealed the valve struts were exposed through the sheath liner. One (1) strut was bent outward at the inflow side. Multiple struts were bent to the side of the outflow side. Following expansion of the valve, the frame was canted/distorted. All struts were exposed through the skirt, which is normal after crimping and use. The leaflets were wrinkled and dehydrated, likely due to the return condition (prolonged crimping). The cp1 and cp2 leaflets torn during full expansion, likely due to the returned condition. Gouges were also observed on the delivery system flex tip. No applicable case imagery was provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position, by transfemoral approach without vessel predilated. During procedure, the valve was unable to go through esheath, just at the transition point of sheath'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible resistance was encountered during delivery system advancement, and subsequent device manipulation to overcome the resistance resulted in valve strut getting caught to the sheath and bent outward. The observed flex tip gouges and sheath shaft punctured were an indication of excessive device manipulation. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definite root cause could not be determined, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Pre-decontamination evaluation of the returned sapien 3 ultra valve and esheath revealed damage to the valve frame and punctures in the sheath shaft. As reported by our affiliate in ireland, 26mm sapien 3 ultra valve was implanted in the aortic position by the transfemoral approach without vessel predilated. Difficulties were encountered during the advancement of the valve through the sheath, resulting in the valve becoming stuck just at the transition point of sheath. The valve, delivery system and sheath were removed without injury to the patient. Another system was successfully used. At the time of the report, the patient was doing well. The valve remains implanted in the patient. Pre-decontamination evaluation of the returned valve indicated 1 bent strut on the inflow and multiple bent struts on the outflow. The sheath shaft was observed to be punctured 3.25 inches from the comnut.